Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery in 2006. One-day postoperatively, the patient presented with diffuse lamellar keratitis (dlk) in both eyes (ou). A flap lift and rinse was performed on the right eye (od) on the same day; and a second flap lift and rinse was performed ou three days later. The patient's preoperative bcva was 20/20 ou; postoperative bcva is currently 20/20 od and os. The patient responded to treatment and the dlk resolved. The association between the event and the device is unknown.

Manufacturer narrative:
On 09/14/2006-09/15/2006, and intralase manager of clinical support and training provided surgery support and performed an investigation. The laser settings were optimized to doctor's preference. Additionally, an intralase field service engineer inspected the laser on0 9/27/2006-09/28/2006 and verified the system performed as intended, met specifications during and upon departure.